Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device could not be interrogated and exhibited no pacing output. Battery voltage was measured and was lower than expected. When the battery was replaced with an external power source, the device functioned normally throughout testing. Review of device memory noted the device was reprogrammed with increased ventricular outputs approximately 2-3 days prior to explant. This change may have caused the observed differing time-to-explant statuses. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width, and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. Detailed testing was undertaken to determine the root cause of the lower-than-expected battery voltage. Analysis identified a short within the battery. This identified internal short resulted in the decreased voltage and resultant no pacing output and lack of telemetry noted upon receipt in the quality assurance laboratory. In addition, the short could have resulted in diminished pacing output while implanted and, subsequently, the observed loss of capture.

Event description:
Boston scientific received information that there was ventricular loss of capture (loc) and conflicting time to elective replacement indicator (eri) status. A revision procedure was performed. During the procedure the right ventricular (rv) lead was tested in the pacing system analyzer (psa) and another manufacturer's pacemaker with no measurement issues. The pacemaker was explanted and replaced. The rv lead remained in service. No additional adverse patient effects were reported.